Event description:
Customer reported an unexpected negative antibody screen on two patient samples containing passive anti-d using capture-r ready-screen on the abs2000. Rhig was administered for the first patient in 2006 and the second patient 5 days later. Testing was performed on the first patient in 2006 and second patient 3 weeks later. Customer repeated testing using manual capture testing; both specimens demonstrated a reactivity score of 4 (on a scale of 1- 10).

Manufacturer narrative:
Review of results files downloaded from the customer's instrument displayed strong 95-100% negative reaction with the test wells. The customer also performed manual tube testing on the specimens. Weak microscopic reactivity was observed at the antiglobulin phase in tube testing using peg as the potentiator. Testing with the tube method using immuadd as the potentiator resulted in negative reactions. The customer did not submit samples for investigation testing. It is not possible to rule out the sample as a cause of the event. The package insert for capture-r ready-screen states: "weak examples of other clinically relevant antibodies, such as passively administered anti-d, may fail to react by capture-r ready-screen, even though the antibodies are detected by an alternative technique. No one test method is capable of detecting all antibodies."